Event description:
It was reported to vyaire medical that the revel ventilator was under delivering vt (tidal volume) while on patient, they stated it was set to 480ml but was delivering 380ml and continued to drop until it read 30ml. The patient was transferred to a back up ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.